Manufacturer narrative:
MFR's report date: 01/09/2014. This report was filed by the MFR. No product will be returned per customer. The customer complaint of the maxplus popped back and splashed blood could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the nurse was drawing blood; upon removal of the syringe an audible "pop" was heard; and blood sprayed the nurse's face and mouth. There was no patient injury. The customer states that no further patient/event information is available.